Event description:
It was reported that a patient underwent a total abdominal hysterectomy, the patient had a wound dehiscence on (B)(6) 2025. The patient had a vectorition and the organ was protruding in the skin and was brought back to surgery to clean the wound and reclosed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is vectorition? Please explain. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure ? - did the suture break post-op? If so, where was the break noted (termination, middle, end)? - did the suture barbs not engage in the tissue post op? - other ? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: a3a, b7, e1. Corrected h6 codes. Corrected b3. Additional information was requested, and the following was obtained: what is vectorition? Please explain. An evisceration - organ protrusion through abdominal wall please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure I don't have specific patient demographics 30-40 ish female overweight date and name of index surgical procedure? (B)(6) ex lap total hysterectomy bilateral salpingectomy the diagnosis and indication for the index surgical procedure? Fibroids on what tissue was the suture used? Fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)? No notable tissue abnormalities when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Surgeon said she followed proper initiation techniques, though I was not there to witness after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Surgeon said she followed proper initiation techniques, though I was not there to witness did the surgeon then proceed with wound closure in the opposite direction of the first pass? Surgeon said she followed proper initiation techniques, though I was not there to witness was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Surgeon said she followed proper initiation techniques, though I was not there to witness were two reverse stitches performed across the incision prior to closure? Surgeon runs back as far as the suture length allows - about halfway back the incision here what tissue dehisced? All layers of abdomen but only caudal half of fascial layer please describe the appearance of the suture during the second procedure ? Suture could not be visually identified in the dehisced portion of wound - did the suture break post-op? If so, where was the break noted (termination, middle, end)? Hard to determine where break was, caudal portion of incision about 6 inches of 18 inch wound were dehisced at fascial layer - did the suture barbs not engage in the tissue post op? Can't speak to this - other ? Were there any patient stress factors that led to the suture breaking or pulling out of the tissue? Patient had infection brewing in incision, fluid buildup but otherwise no noted stress factors onset date/time of dehiscence? (# post op days) june 25th 13 days please describe any surgical intervention required for the wound dehiscence including date and findings. Patient came into ER on june 25th with dehisced wound patient had eaten while en route to ER so surgical intervention was delayed until jun 28th intervention was wound washout, reclosure of dehisced fascia, and wound vac placement did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No noted deficiency or anomoly noted what symptoms did the patient experience following the index surgical procedure? Onset date? Pt felt wound open up while using the restroom other relevant patient history/concomitant medications? Pt information not shared what is the physician¿s opinion as to the etiology of or contributing factors to this event? Physician believes the situation was heavily influenced by pt weight. Has never had this happen with this suture and has been using for several years. What is the patient's current status? Pt is well and still healing surgeon¿s name? Dr. (B)(6).